Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2012, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch ultra2 meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning on began on the morning of (B)(6) 2012. It is unknown if the patient takes any medications to manage her diabetes or if she made any changes to her usual diabetes management routine. She claimed at an unknown time, after the alleged issue started, she felt shaky. It is unknown if she received any medical intervention in response to her symptoms. During the initial call with customer service, the agent noted that the patient was using the correct test strips, there was no information of misuse of the device and the batteries were overdue for replacement. However, the patient did not have any new batteries available during troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the primary issue was unfounded, however, unrelated the alleged issue, there was an eeprom failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.